Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon hurt - vaginal [vulvovaginal pain]. Tampon in cardboard applicator caused pain [medical device site pain]. Tampon hurt going in (vagina) [complication of device insertion]. Tampon torn [device breakage]. I took the tampon out of the applicator to try to put it in myself [device use error]. Consumer reported via e-mail that she removed tampon from applicator and tampon tore. No serious injury reported.

Manufacturer narrative:
Product investigation on (B)(6) 2021 showed no manufacturing cause identified based on investigation.

Event description:
Tampon hurt - vaginal [vulvovaginal pain]. Tampon in cardboard applicator caused pain [medical device site pain]. Tampon hurt going in (vagina) [complication of device insertion]. Tampon torn [device breakage]. I took the tampon out of the applicator to try to put it in myself [device use error]. Consumer reported via e-mail that she removed tampon from applicator and tampon tore. No serious injury reported.